Manufacturer narrative:
(B)(4).malformed clip. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, several double fed incidents and one advancer bypass issue were noted during analysis. However, no jamming issues were noted during analysis. The instrument locked out as intended but the orange indicator did not show up. A corrective and preventive action has been initiated to address the double feed and advancer bypass issues. However, while no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a procedure, after firing the device the handle locked and would not release the next clips. They got a new one to complete the procedure. There was no patient consequence.